Event description:
It was reported to philips that system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure was completed by using fluoroscopy. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to perform exposure. Review of the system log file confirmed the malfunction as the tube current was out of range. Upon troubleshooting fse found that the defective x-ray tube as the filament current was out of range. To resolve the issue, fse replaced x-ray tube. The defective tube was returned to philips for analysis and revealed that the tube experienced a failure due to a vacuum leak in the cathode insulator and decreased the vacuum quality. As a result, this increase in occurrences of tube current out of range, arcing, or grid-switch (gs) failures. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.